Event description:
Additional information reported that the patient never had good results since being implanted with the ins system. It was noted that the patient had so many utis that it caused them lower back pain which required therapy. It was also reported that the patient did not have a trial phase of testing with the ins performed. If additional information received, a follow up report will be sent.

Event description:
It was reported that since the patient had their implantable neurostimulator (ins) and a ¿bladder sling¿ placed, they would get frequent bladder infections. Specifically, the infections had been occurring for the last 3 years ¿very regularly¿. It was noted that the ins system and bladder sling were implanted at the same time. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3093-28 lot# v503942, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).